Manufacturer narrative:
A bci field service engineer (fse) requested a new erythrolyse pump.

Event description:
While a field service engineer (fse) from beckman coulter, inc. (Bci) was replacing an e-lyse pump on coulter (B)(4) hematology analyzer, during the priming cycle, the new pump began to leak erythrolyses reagent within the instrument. All of the erythrolyses reagent was cleaned up by the fse the fse was wearing lab coat, gloves, and eye protection. There was no exposure to mucous membranes or open wounds. No one required medical attention, and there was no effect to patient or user.